Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect by six minutes; cause was unknown. Tandem technical support assisted the customer in correcting the pump time and successfully resuming insulin delivery. Customer's blood glucose level was 80 mg/dl.